Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: the manufacturer report number should have been sent under (B)(4) rather than (B)(4) as submitted on oct 29, 2024.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's left ventricular (lv) lead had a lead dislodgment and exhibited a high capture threshold measurement. During the procedure, the guidewire had failed to advance. The physician attempted several times but was unsuccessful. The lv lead was explanted and replaced. The patient had no adverse consequences.